Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead displayed out of range (oor) high defibrillation coil impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was never capped and replaced. The rv lead was attempted to be replaced however the physician was unable to cannulate the subclavian vein. After the attempts to replace the lead were unsuccessful the physician judged that because the patient¿s ejection fraction had improved, the high voltage therapies were programmed off and the lead remained in use. It was also noted that rv lead defibrillation impedance issues were ongoing along with high, out of range pacing impedance. No further action/intervention was taken for the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.